Event description:
Blood glucose measured 117 mg/dl compared to a lab result of 53 mg/dl performed at the same time. It was reported customer was given a dietary adjustment to elevate blood glucose however no medical treatment was reportedly received. A request was made for the return of the suspect product and replacement product was sent.